Manufacturer narrative:
A review of the manufacturing records for the device has been conducted. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Type ii endoleak. Please note additional devices related to this event: pxc181000/04401125, pxc181200/04338378. According to the gore excluder aaa endoprosthesis instructions for use, type ii endoleaks are a known risk factor for endovascular treatment of abdominal aortic aneurysms."

Event description:
On (B)(6) 2006, the patient was implanted with gore excluder aaa endoprosthesis for treatment of an abdominal aortic aneurysm. On (B)(6) 2010, the physician made gore aware that the patient's aneurysm was enlarging. The amount of enlargement at this time was unknown. There was no visible sign of endoleak. The physician is currently monitoring the patient and will provide additional information. A reintervention to implant an aortic extender component is a possibility. The gore field sales associate reported the patient's neck angulation to be an anatomical consideration. No further information was available at this time in regards to this statement.